Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead exhibited extra cardiac stimulation. A fluoroscopy was performed, and it was noted that the lead dislodged and was found coiled in the pocket as well as tension on the chronic right atrial lead indicating possible twiddlers syndrome. The lv lead was explanted and replaced. There were no patient consequences.